Event description:
Customer called to report that they did a ph procedure and the patient called to report discomfort, patient also experienced some vomiting. Patient went to the ER, and that's when it was determined that the capsule was still attached to the esophageal. The procedure was placed on (B)(6)-2009 and removed on the (B)(6)-2009. The doctor had to use a snare to remove the capsule. The nurse also indicated that there were ulcerations around the site. After removing the capsule, the patient is doing fine with no problems.